Event description:
Johnson & johnson medical, inc. 4110 george rd, tampa, fl 33634. The complainant returned six unopened 4070 samples. The sheaths on the returned samples did not exhibit a tight fit and were able to be removed without any difficulty. None of the catheters were unseated from the introducer needles during removal of the sheaths. MFR evaluation of teh samples returned from the complainant suggest teh unsheathing difficulty occurred as a result of the product being handled, stored or used in a manner which resulted in damage to the product. The clinician may not be utilizing sufficient care when removing the sheaths from the catheters and, therefore, may inadvertently simultaneously remove the catheter from the needle. A review of complaint files for the past year revealed no other similar complaints for this device. This event was not reported under the MDR system.